Event description:
It was reported that the devices were used during a laparoscopic colectomy. The clips of the devices were malformed. Another device was used to complete the case. There was no consequence to the pt.